Event description:
Customer called to report the washer in the driver block of the pump snapped in half when customer was changing the reservoir. Troubleshooting was performed. Insulin exited. Customer felt uncomfortable with the unit and requested a replacement pump.